Event description:
During service of the device, the manufacturers field service engineer (fse) reported pressure sensors testing failed. The fse reported a loose connection was found between the data acquistion pcb board and motor controller pcb board. The fse reseated the data acquistion pcb to motor controller pcb board cable to address the reported problem. Applicable final testing was completed per operating specifications. There was no report of the occurrence previous to service, and there was no patient harm reported. Failure of the pressure sensors may affect the accuracy of the system pressure measurement during normal ventilation operation, and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Cable reconnected.